Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that during use, an 840 ventilator was on the start up screen and the unit was not ventilating. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. It was reported that when they selected "same patient," the device started working. It was reported that there was a log of alternating current (ac) power loss during the time of the event.

Manufacturer narrative:
Patient information updated as patient age, birth, and sex were available at the time of the initial report. Information was received via user facility report 0500470000-2017-0033. PMA / 510(k) #, unique identifier (UDI) #, additional information/device evaluation: a service engineer (se) inspected the device and found entries of loss of alternating current (ac) power and switching to battery. The power cord retainer was found to be broken. The se replaced the power cord. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.